Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a new guidant ICD of a different model. This ICD was returned to guidant for analysis. No allegations against device function were provided from the field. Initial laboratory analysis indicates that this device does not meet longevity expectations per programmed parameters.